Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v098886, implanted: (B)(6) 2008. Product type: lead: product ID 3487a, lot# l51815, implanted: (B)(6) 1998. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 748910, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 748910, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Event description:
It was reported the patient had less than 50% therapy relief. A loss of stimulation and a loss of therapeutic effect were noted. There were high impedances on one lead, greater than 3600 ohms. The lead was impeded out. The device was reprogrammed but therapeutic stimulation was unable to be achieved with the other working lead. It was further reported that the patient underwent a revision which went well. The leads and extensions were explanted. Two new leads were implanted and connected to the existing stimulator. The patient was receiving therapeutic stimulation.